Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced prolonged hyperglycemia while using the ilet with a steel infusion set, following unannounced cookie intake; fingerstick measured 582 mg/dl and review found the steel set not fully clipped into the anchor, which was resecured, with tubing flow confirmed and no other device alerts, and the patient planned to follow their ketone action plan; this event was categorized as high glucose with troubleshooting and education completed, and the device component involved was the infusion set and connector. Symptoms included elevated blood glucose and trace ketones, with the patient otherwise feeling fine. Outcomes included no medical intervention, no hospitalization, and continued monitoring without backup therapy. Investigation included review of device data, fingerstick calibration, ketone testing, infusion set inspection, and tubing flow verification. Investigation of this case revealed an infusion set deployment issue in which the connector was not attached correctly, contributing to hyperglycemia after an unannounced meal; reclipping resolved the connection and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that user setup error related to the infusion set connection and missed meal announcement caused the event.